Manufacturer narrative:
The explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this mitral bioprosthetic valve was explanted after eight (8) years, ten (10) months due to mitral stenosis secondary to hardened leaflet. It was noted that the mobility of the valve was restricted by hardened leaflets. The device was replaced with a 27mm pericardial bioprosthesis with no adverse patient effects reported as a result of the valve replacement. Patient status was reported as ¿recovered¿ at a general ward of the hospital.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 1 and 3 by 4mm near commissure 1 and leaflets 2 and 3 by 5mm near commissure 3 at the outflow aspect. A hematoma was observed on leaflet 3 at the outflow aspect. The sewing ring was cut near commissure 1. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Customer report of stenosis was confirmed. Calcification and host tissue restricted leaflet mobility and led to stenosis. However, the root cause of the calcification and pannus remains indeterminable. It is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.